Event description:
It was reported that the physician implanted a resolute stent. There was a perforation but it is unknown if this was occurred upon stent deployment or from another source. To treat the perforation, a non-mdt stent was placed inside the implanted resolute stent to seal the perforation. It was reported that 0 - 24 hours post implantation, stent thrombosis occurred with in the stented area. The physician commented that the stent thrombosis was due to the non-mdt stent that was placed within the resolute and also due to a possible anti-coagulation issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.